Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the doctor reported his case done with the captioned screws for a patient on (B)(6) 2014 was found implant broken. He arranged revision on (B)(6) 2015 for the patient and 2 broken screws were partially taken out. He then inserted synapse 4.0 and oc fusion for fixation of the patient's cervical spine. Due to implants broken, c1/2 instability caused patient neck pain prolongation of the explant surgery: it took 5 minutes for surgeon to explant the 2 broken screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Date was when the x-rays were received, not when they were taken.explant date should be removed, part was partially removed, fragments still left in patient.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown when pain started. This report is for unknown cortscr ø3.5 self-tap l46 tan self-hold the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 02.jul.2012, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.